Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the por was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw an informational power on reset (por) message on the ins recharger (insr) when recharging the ins. The patient noted that they charge every 1.5 days, because if they don¿t charge for 2 days, the ins dies. The patient was instructed to charge the ins after bypassing the por screen. The patient noted that had they known that they could bypass the por screen, it would have saved them a ¿weekend of pain.¿ the patient also reported that they have a persistent thermometer icon on their insr. The patient stated that they would allow the antenna to cool and then continue charging. No further complications are anticipated.